Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from (B)(6) stating that the locking mechanism was not functioning. It is unk if the device was used during surgery. It is also unk if there was pt injury or medical intervention. No add'l info available.